Manufacturer narrative:
The investigation for the reported arrhythmia and positioning issue has been completed. Product was not returned for review. The root cause of the arrhythmia and positioning issue was unable to be determined as insufficient clinical details were provided.

Event description:
The user facility reported that the patient had an infection and frequent ventricular tachycardia. After impella implant the patient encountered continued issues with arrhythmias requiring shocks eight times, increased lidocaine levels, conversion, multiple defibrillations, and repositioning of the impella. Additionally, during support the patient had positive sputum culture and was given antibiotics as a result. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.